Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D6a: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+3.0/075 (sphere/cylinder/axis), into the patients right eye (od). The lens was reported as having rotated and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the patients vision is not very clear for distance and near vision but less of an issue compared to the left eye. The night time vision has significant glare. Claim # (B)(4).